Event description:
It was reported that a 21mm 11500a aortic valve was explanted after an implant duration of 1 year, 9 months due to unknown reason. The explanted device was replaced with unknown device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.